Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a lithovue flexscope was used during a ureteroscopy procedure performed on (B)(6) 2021. During procedure, the scope diameter was too large to advance into the ureter of the patient. The physician decided to placed a stent in the patient's ureter in order to let the ureter passively dilate and to continue the procedure within two or three weeks. The procedure was rescheduled due to this event. There were no patient complications reported as a result of this event.